Event description:
Patient reported "folds of elastomer and minimal adjacent seroma, with no signs of intra- or extracapsular rupture", as per MRI for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Clarification to b5 description of event and h6 adverse event problem: a0412 material rupture was indicated to be on both sides on (B)(6) 2024. The MRI dated (B)(6) 2024 only indicated rupture on the right side, so rupture was un-reported from this record. The ultrasound performed on (B)(6) 2024 found bilateral rupture. The event will be reported again in this medwatch. Clarification to d4 device information: it was indicated that the same sn (B)(6) is on both sides. It is unclear if there is confusion due to both sides having the same lot number. Clarification to d6a implant date: partial date (B)(6) 2017. Additional, changed, and/or corrected data: a2, b1, b3, b5, b6, b7, d4, d6a, d6b, g2, h4, h6, h11.

Event description:
Patient reported left side rupture. Patient later reported "folds of elastomer and minimal adjacent seroma, with no signs of intra- or extracapsular rupture", as per MRI for left side. Patient representative later reported left side "adjacent hypoechoic fluid which may be related to implant rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported, rupture for left side. Device remains implanted.